Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan USA alleging that her onetouch ultrasmart meter read inaccurately high. The following complaint was classified based on additional information obtained from the patient during a follow-up telephone call. The patient stated that the alleged inaccuracy began on (B)(6) 2014 at 1 pm. The patient stated that the readings that she had obtained from the subject meter in the morning of october 31 and the previous day were normal. The patient manages her diabetes with fixed-dose humalog insulin 8 times daily. The patient stated that she obtained a reading of "187 mg/dl" from the subject meter, which she associated as being higher than normal. The patient stated that she took an increased dose of 24 units of humalog insulin in response to the alleged inaccurate high reading. Approximately 15 minutes later, she took another reading, which was "70 mg/dl". At around the same time, she claimed that she developed the symptoms of "dizzy and heart palpitations", which she associated with a low blood glucose. The patient took additional food in response to the second meter reading and she also called ems. Ems tested her blood glucose on arrival and the reading obtained was "50 mg/dl". Ems treated the patient with glucose tablets and tested again, obtaining a second reading of "100 mg/dl". Ems advised the patient to attend ER; however, she stated that she declined due to her blood glucose being in normal range following treatment. At the time of initial troubleshooting, the customer service representative (csr) noted that the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique, the test strips were not identified as counterfeit, the test strip vial was not cracked or broken and the test strips had not expired or been open for longer than the discard date. The csr performed a walk-though control solution test with the patient which was within range. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient stated that she developed the symptom of "heart palpitations" after the alleged inaccurate high began. This symptom does meet lifescan's criteria for a serious injury.